Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "maintenance required code 2" alert followed by an "electrical test failure code #52" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.